Event description:
Rec'd report from abbott intl affiliate (abbott germany) which states, "the tubing leading to the pt was torn out from the dial-a-flow. Due to its connection on a central venous catheter, an extreme backflow of blood occurred. As this was not noticed immediately by the staff, the pt was found lying in a pool of blood. The sales rep who is in contact with the hosp was told that the pt had turned and obviously caused some tension on the system. This let "(sic)" to the torn out tube. The hosp staff was requested to stop the use of the systems." Further info rec'd from the affiliate states: "the pt recovered and was discharged from hosp meanwhile. He lost approx 200ml blood, this was really (sic) not life threatening. No medical intervention were (sic) necessary." No further info was available.